Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged sinus, congestion, runny nose, dry airway, kidney issue and shortness of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging, sinus congestion, runny nose, dry airway, kidney issue and difficulty breathing/short of breath, that are related CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During both external and internal investigations, dust-like contamination was discovered on various components such as the ui panel, top and bottom enclosures, accessory module slot, iso port, rear panel, blower box, blower box cap, blower assembly, blower outlet seal, and blower isolators. The ui panel exhibited an unknown yellow residue, while both the ui panel and bottom enclosure showed an unknown brown residue. Black contamination, resembling keratin was found at the air outlet of the blower box. Additionally, unknown brown particles were observed on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.